Event description:
It was reported that the right atrial (ra) lead exhibited noise and high out of range pace impedance measurements greater than 3000 ohms. No patient effects were reported. At this time, the lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).